Event description:
N/a.

Manufacturer narrative:
Additional fields: e1 (event site state: (B)(6), event site postal code: (B)(6), event site email :(B)(6)/ (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium loss. There was no patient involvement, and no adverse event was reported. A getinge field service engineer verified that the equipment did not pass the leak test. O-ring with pn 00354-00-0208 defective. Replacement of defective o-ring. Functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had helium loss. There was no patient involvement reported.